Event description:
Patient had right subclavian cvc infusing levophed at mcg/min, fentanyl at 100 mcg/hr., versed at 5 mg/hr., normal saline at 100 mls/hr. Rn connected the IV CT contrast to the 'pressure injectable' brown port. Connection was confirmed with rn. Port was flushed without difficulty with good blood return prior to connecting. During scanning process, rn and rt raised patient's arms above patient's head due to patient's contracted anatomy. CT tech notified rn that CT contrast was injected but was not seen in the image. Patient had a noticeable amount of pink tinged fluid located on her pillow. Rn confirmed connection between line and port. Rn disconnected brown port and line was flushed, air was aspirated. Rn noted a 1 cm gash/rupture of the blue plastic hub portion of the quad lumen arrow device located near the securement device. Rn immediately placed a gloved finger on rupture site in an attempt to make site occlusive and stop air from entering line. All gtts were stopped at this time. Rn called charge rn and requested resident assistance. Two dressings were placed over ruptured area to aid occlusiveness. The gray port was flushed and had great blood return with no air upon aspiration. The levophed was restarted at 6 mcg/min in this port to maintain blood pressure. Doctors arrived and decision made to transport patient back to room. Systolic blood pressure was manually obtained between 92-98, we were unable to obtain a diastolic bp, patient was pink in color, other vital signs stable, and had good capillary refill. Upon arrival to the room, doctor was bedside to replace cvc line. All tubing's and connections were changed.this device is part of a kit.device #1is this a laboratory device or laboratory test?no.